Event description:
Slingbar detached from the lift, pt fell back onto the bed. Incident date is unk.

Manufacturer narrative:
Pursuant to identifying a reportable event involving the universal slingbar, liko has performed a retrospective review on similar events to determine reportability. This event has been determined to be reportable.